Manufacturer narrative:
H10: the lot number was provided for one of the two malfunctions; therefore, a lot history review was performed. For the 2 malfunctions, 2 devices were returned as well as photos were provided for one malfunction. The investigation of one of the reported malfunctions is inconclusive for fluid leak and another was confirmed for the rupture and fracture. A definitive root cause could not be determined. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 8806061 implantable port allegedly experienced fluid leak. This information was received from various sources. Of the two fluid leaks, one did not involve a patient, and one involved a patient with no patient consequences. The one patient was 60 years of age and 52 kgs. Of the reported patients, one was female. No other patient information was provided.

Manufacturer narrative:
The lot number was provided for one of the two malfunctions; therefore, a lot history review is currently being performed. For two of the two reported information, the devices were returned to bd and evaluated; however, a photo was provided for investigation evaluation. For one of the malfunctions, fluid leak was not identified. The company is still investigating the issue at this time.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 8806061 implantable port allegedly experienced fluid leak. This information was received from various sources. Of the two fluid leaks, one did not involve a patient, and one involved a patient with no patient consequences. The one patient was (B)(6) years of age and (B)(6) kgs. Of the reported patients, one was female. No other patient information was provided.